Event description:
A cerebral spinal fluid (csf) leak was reported after the pump was implanted in (B)(6). Blood patches were done to manage the csf leak, but it was reported there was ¿trouble sealing the leak¿ and as a result the catheter was removed on (B)(6) 2013. It was also reported, the patient experienced headache, nausea, and vomiting. When the catheter was replaced saline was placed in the pump. It was also indicated, the patient experienced an allergy to oral morphine in the past, but the patient¿s pump was filled with morphine prior to the saline. It was reported the patient, ¿was not ever able to feel that csf leak, in part it felt it was related to the morphine.¿ at the date of this report, it was reported the patient¿s pump will be filled with dilaudid following the saline. It was indicated the catheter was re-implanted (B)(6) 2013. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 8780 serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).